Event description:
It was reported that the customer's insulin pump was alarming motor error during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with alarm during basic occlusion test due to protruded/loose drive support disk. It was unable to perform the occlusion and excessive no delivery tests due to alarms. Unit received with cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.